Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt has reported blurry vision and states that bright lights are bothersome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results for the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/30/2010 by fax and mail. A completed questionnaire has not been rec'd. (B)(4).